Event description:
It was reported that the patient received an inappropriate shock due to oversensing and changes in morphology during a ventricular tachyarrhythmia. The physician elected to perform an ablation procedure to resolve the event and the patient was stable with no additional consequences.